Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline battery clip was confirmed during evaluation of the returned heartmate power module. The power module, serial number (B)(6), was evaluated and tested at the service depot on 29apr2025. The unit was visually inspected, and the streamline battery clip was observed to be damaged. The power module was repaired and passed all functional testing. The unit was returned to the customer for further use and the clip was forwarded to the product performance engineering (ppe) department for further evaluation. The clip was connected to a test power module and no alarms activated. The damage to the clip did not impact the connection between the clip and the 12v backup battery. Multiple attempts were made to obtain additional information regarding how the damage to the clip was identified, if the power module was in use by a patient at the time of the reported event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. Damage to the housing was also noted in the investigation. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2012. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown whether there was no patient involved in this event. The PMA# provided is associated with most recent approval. D4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a broken clip on the internal battery connector of the power module.